Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 451 mg/dl at the time of the incident. Another blood glucose value was 370 mg/dl. Customer was treated with bolus. Customer was declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.